Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red and rubbed raw. There was no alleged device malfunction. The patient's nurse suggested an antibiotic cream. The patient reported that the irritation had improved.